Event description:
It was reported that the rep received an invalid serial number (sn) message when trying to enroll the device into carelink (cl). The complete serial number was entered, and enrollment was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.